Manufacturer narrative:
The reported field event of a low battery voltage indicator while the device was still in the packaging was confirmed in the laboratory. Review of programmer printouts indicated that high current drain was observed leading to premature battery depletion. The cause of the high current drain was an anomalous component on the hybrid.

Event description:
It was reported that during an implant procedure while still in packaging, the ICD was interrogated and indicated low battery voltage. The ICD was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.